Event description:
Cement failed to bind with acetabulum on two occasions. Two separate mixes. A)cement inserted at approx. 3 mins, balloon pressurized to approx. 6 minutes and on removal of the balloon the cement also came out. All cement removed for second attempt. B)acetabulum was rereamed and the cement was inserted at similar time. Richards pressurizer used. Cup inserted but again the cement came off. Temp 19-20 degrees. C)cmw cement was successfully used with the same times.